Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the day after implant the right ventricular (rv) lead had low pacing impedance, undersensing and was unable to pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.